Event description:
Customer reported being hospitalized due to high bg. Customer stated that for two weeks they had partial segments. Customer did not call mm to report partial display and missing segments. Suggested customer to discontinue use of pump and revert back to manual injections as per md. Suggested customer's family member to contact dr.